Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis event was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient received unknown treatment for the peritonitis event. Treatment details were not reported. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. At the time of this report, the patient was still undergoing unknown treatment for peritonitis. No additional information is available.